Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect after the pump had shut off due to the customer allowing the pump battery to fully deplete due to not charging the battery. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.